Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance with the phenom catheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left cavernous segment  with a max diameter of 11 mm and a 8 mm neck diameter. Landing zone: distal: 4.5 mm and proximal: 4.3 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure looked great with the new product. It was reported that the doctor was treating a large cavernous aneurysm. He set up a bmx 96, navien 058 and phenom .027" 160cm. He went to deploy the pipeline and it did not deploy correctly. When taking the pipeline out of the body, it got stuck inside the phenom .027". It was reported the pipeline failed to open in the distal section. The pipeline was positioned in a distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Additional information has been received reporting that the cause of the resistance was not determined. There was no damage to the pipeline pushwire or catheter observed.